Manufacturer narrative:
The customer reported complaint the autopulse platform stopped compressions and displayed an unknown error was confirmed during the archive review. There were no device deficiencies found during evaluation of the returned autopulse platform that could have caused or contributed to the lifeband displacement. Upon visual inspection, the bottom and top covers were found melted on right side. The bottom and top covers needs to be replaced to address this damage. Most probable, the belt guard cover or the lifeband cover plate of the lifeband broke and cracked open during the use. This will cause the belt to slip out during the compression and caused damage to the protective cover of the belt. The belt displacement from the guide rail can rub (cause friction) on the outer edge and heat/melt the bottom/top covers of the platform. Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate needed deburring to address the encoder drive shaft issue. The autopulse platform passed the initial functional test without any fault or error. Review of the archive data indicated several user advisory (ua) 02 (compression tracking error) errors after the autopulse platform performed compressions for 27 minutes. User advisory (ua) 02 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression or one side of the lifeband is twisted and became jammed in the roller/skirt area. The autopulse platform will be able to pull in the material in on that side, but the patient's chest recoil will not be forceful enough to pull it back out. Upon customer approval, the damaged parts will be replaced. The console will be further tested to full specification before returning to customer.

Event description:
During the patient call, the autopulse platform was used to perform continuous compressions. After 30 minutes of use, the platform stopped compressions and displayed an unknown error. The crew changed the battery, however, the platform continued to show an unknown error. The smoke and burning smell were noted during the platform compressions. The patient and the lifeband were repositioned. During repositioning of the lifeband, the crew noticed displacement of the lifeband on the right side of the platform where the roller guide is located. Per a reporter, during the compressions, the dispositioned lifeband rubbed the outer edge and heated the bottom cover of the platform. No patient injury was reported. Per a reporter, the platform was performing without any issue prior to the call. The lifeband installation was correct during the daily platform check. The lifeband was discarded by the customer. Please see the following related MFR report: MFR # 3010617000-2019-00834 for the autopulse lifeband.